Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was treated in the emergency room for elevated blood glucose levels (641 mg/dl). The patient reported that recently several boluses were not recorded in the pump history and several boluses were cancelled without user intervention.